Manufacturer narrative:
The downloaded data returned a 0x6a hazard alarm, this means an ¿occlusion during runtime (threshold exceeded, not at end of bolus)¿. No timeouts or drive stalls were observed in the data. No occlusions were found along the fluid path that would have caused the alarm. The cause of the alarm could not be determined. There were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. No damages or defects were found on the adhesive pad or along the adhesive welds that would cause a failure to adhere. The cause of the reported failure to adhere could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels fluctuated from below 55 mg/dl to 389 mg/dl while wearing the pod. Patient stated the adhesive was peeling up and the cannula dislodged from the infusion site (arm). Moderate ketones were also present. As treatment, patient treated low bg levels with juice and protein; treatment for high bg levels was not provided. The patient's blood glucose history is as follows: (B)(6).